Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the device stopped working during the beginning of a procedure. There was no injury or adverse consequence to the patient reported. The surgery time was increased 10-20 minutes. A spare device was available and used and it functioned properly.